Event description:
The customer originally reported that the device was used to seal soft tissue during a laparoscopic gastrectomy and then a red light was observed. The dissector was removed from the patient and was cleaned by a scrub nurse. When the dissector was reassembled with the system, it could not be activated. A new dissector was opened and used to successfully complete the procedure. There was no reported patient injury. The device was returned for evaluation and a piece of the active waveguide had disengaged. The missing piece was not returned with the remainder of the dissector. Additional questions have been asked to the site contact in regard to the device and incident.

Event description:
The piece of the active waveguide disengaged during the cleaning process. No piece fell into the patient cavity.

Manufacturer narrative:
(B)(4). The incident ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the device had been used and the static part of the jaw had broken off. The broken piece was not returned with the rest of device. The remaining waveguide was inspected under magnification to identify the point of initial contact and fracture. It was concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide may have come in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping. The user¿s guide for this system warns: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure.

Manufacturer narrative:
(B)(4).